Event description:
It was reported that; patient came to the office for a 5 month follow up visit and the cage collapse was noticed. Update (23-may-2016): no revision surgery scheduled at this time. Surgeon will continue to monitor.

Manufacturer narrative:
Catalog# 400010, lot# 04141512. Method: device history review; complaint history review; risk assessment; results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Based on the fatigue testing results, the surgeon must consider the levels of implantation, patient weight, patient activity level, other patient conditions, etc. Which may impact the performance of the intervertebral body fusion device. If the patient is involved in an occupation or activity which applies inordinate stress upon the implant (e.g. Substantial walking, running, lifting, or muscle strain) the surgeon must advise the patient that resultant forces can cause failure of the device. Information regarding patient weight, lifestyle and post-op activity. Conclusion: failure of the acculif implant could not be confirmed conclusively therefore a plausible root cause could not be identified.

Event description:
It was reported that; patient came to the office for a 5 month follow up visit and the cage collapse was noticed. Update (23-may-2016): no revision surgery scheduled at this time. Surgeon will continue to monitor.